Event description:
During a lap, gastric bypass, after receiving error code 4, it was noticed that the tissue was getting scorched and there was poor coagulation. The instrument was replaced as well as the generator and handpiece. The case was completed with no pt consequence.